Event description:
The customer returned the gastrointestinal videoscope to olympus for asset inspection. During evaluation at the repair center, a whitish foreign material was found inside the air/water tube and air/water-cylinder. This report is being submitted for reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
There were few additional findings during device evaluation. Due to a crack on switch box and crack on scope body, water tightness was lost. Due to damage on up/down knob, water tightness was lost. The control section cover (g-packing) was loose. The air/water-cylinder and suction cylinder had discoloration. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The distal end cover had a chip. Connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.